Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low battery alert, critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Explain the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 63 alarms were found on (main error log) file ID=2017 line ID=147. Per software engineering log investigation, it was determined that pump error 63 was cause by twi interface on main/motor processor. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason complaint. The baat tool recorded the following: battery cycle 5.0 received the lowbatteryalert (104) on 08/07/2025 00:41:00 after more than 7 days at 11.07 days. Battery cycle 4.0 received the lowbatteryalert (104) on 07/26/2025 18:33:00 after more than 7 days at 13.92 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/12/2025 10:49:00 after more than 7 days at 13.2 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, due to pump error 63 alarm found in download history files and constant open book. Isolated to electronic assemblies. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage was found on electronic assembly. The following cosmetic damages were noted: pillowing keypad overlay and scratched case. In conclusion unit came in with critical pump error alarm trigged by pump error 63. Pump error 63 due to twi interface on main/motor processor per software engineering log investigation. Hardware failure isolate to electronic assembly. In addition, customer's concern of low battery alert was not confirmed per reference to the battery duration failure analysis tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.